Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of sinusitis (not device related) is considered an unexpected adverse drug experience.

Event description:
Healthcare professional (hcp) reported injected with [unspecified] juvéderm® volift¿ into midface 6 years ago. Patient developed late onset nodule caused by sinusitis (not device related). Patient was treated with augmentin 1g twice a day for 7 days, hyaluronidase 100u and patient completely recovered.